Event description:
The patient's neurologist reported during a sales call that a patient had passed away. No further information was available including date and cause of death from the physician who reported the death. The physician's office was informed of the death on (B)(6) 2018 however this was not confirmed as the exact date of death. Further information was received from the patient's neurologist. It was unknown if the patient's generator and lead were explanted and available for return. The following was stated related to the believed cause of death: "I was not at the hospital where he died and do not have access to their information." The death circumstances were described as following: "intractable status epileptics presumed cause of death." No other relevant information has been received to date.